Event description:
The pt was bilaterally implanted with siltex becker expander mamary prostheses on 6/2/98. Subsequently, the pt experienced capsular contracture, breast pain, asymmetry and wrinkling of her implants.